Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the intermittent standard definition (sd) output could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the video connector was in fair condition. The unit passed all functional tests. All video output signals and images tested ok. The sdi output signals were stable even when wiggling the output cables. The unit has up to date main switch and software was up to date with version. 4.10. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that during a unknown procedure, the sd output was intermittently working on the evis exera iii video system center. There were no reports of patient harm associated with this event.